Event description:
A healthcare provider reported they had trouble with the bridge bolus in the past. They stated that it was possible the bridge bolus was incorrectly performed, but they were unsure and did not have any details. They stated they thought the event may have been the delivery of too much medication but they were not certain.

Manufacturer narrative:
(B)(4).